Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during an open pneumonectomy, the firing was done over the left atrium because it was where the tumor was located very close to the heart. The pulmonary artery has been stapled and cut and there was poor staple formation. The instrument was closed with no difficulties and when the surgeon tried to fire it, the handle was not back and got blocked. In this case, all the staples were completely open after firing the instrument and they were anchored on the tissue and none were partially nor completely closed. The patient had blood loss of more than 500 ml and blood transfusion was required. The vascular structure was sutured manually to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the single use loading unit noted that one of the staples was partially advanced in the cartridge. The staple was in unusable unformed condition. The pusher slots that did not have partially advanced staples were not loaded with any staples. Functionally, the single use loading unit was reloaded with staples. The instrument and single use loading unit were applied to test media with proper staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.